Event description:
Information received by medtronic indicated that customer is calling to report low blood glucose. The customer had experienced low blood glucose event value 48 mg/dl. The customer is currently not reporting symptoms related to the low blood glucose event. Troubleshooting was performed and customer alleging possible pump over delivery pump continued to deliver insulin. The pump auto mode/smart guard feature was not active at time of high blood glucose event. The pump was in use within 48 hrs of the low blood glucose event reported. No further patient complications were reported. The customer will discontinue using the device and pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No over-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A sc1 cap does lock into place inside the reservoir compartment properly. The following were noted during a physical: scratched case. The pump passed all functional testing. Over-delivery and low bg anomalies are not confirmed. The pump history file lists three (3) boluses on the event date, 3/5/2024, listed below: 03/05/2024 09:49:00.000 normal bolus delivered (220) bolus programming method: manual bolus (0)normal bolus amount programmed: 12000 (1.2 u) bolus amount delivered: 12000 (1.2 u)03/05/2024 13:08:00.000 normal bolus delivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 19000 (1.9 u) bolus amount delivered: 19000 (1.9 u) 03/05/2024 16:41:03.000 normal bolus delivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 10000 (1 u) bolus amount delivered: 10000 (1 u)please see below for the daily total of all insulin delivered on the event date, 3/5/2024:03/06/2024 00:00:00.000 daily total sg670 (63) daily total collection start time: 03/05/2024 00:00:00.000 daily total of all insulin delivered: 44750 (4.475 u). Daily total of basal insulin delivered: 3750 (0.375 u). Daily total of bolus insulin delivered: 41000 (4.1 u). There were no auto suspend events on the event date, 3/5/2024. There were eight (8) user suspend events on the event date, 3/5/2024, listed below: 03/05/2024 16:15:37 insulin delivery stopped (30) reason for insulin delivery suspension: user suspended (2). 03/05/2024 17:57:23 insulin delivery stopped (30) reason for insulin delivery suspension: user suspended (2). 03/05/2024 18:58:16 insulin delivery stopped (30) reason for insulin delivery suspension: user suspended (2). 03/05/2024 19:18:35 insulin delivery stopped (30) reason for insulin delivery suspension: user suspended (2). 03/05/2024 19:35:47 insulin delivery stopped (30) reason for insulin delivery suspension: user suspended (2) 03/05/2024 20:05:04 insulin delivery stopped (30) reason for insulin delivery suspension: user suspended (2). 03/05/2024 20:36:04 insulin delivery stopped (30) reason for insulin delivery suspension: user suspended (2) 03/05/2024 21:33:38 insulin delivery stopped (30) reason for insulin delivery suspension: user suspended (2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.